Manufacturer narrative:
The lay user/patients meter and test strips have been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. In addition, a device history record review was performed on the subject meter lot. The review did not identify anything that could adversely impact product performance or function. Lifescan also conducted an evaluation of the test strip lot and concluded that this lot did not breach the thresholds set for escalation and no systemic issue was observed. Analysis was not possible for the returned test strips due to unknown storage and handling preventing the allegation being physically investigated. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
No patient code available for "skin crawling".

Event description:
On (B)(6) 2017, the patient contacted lifescan (lfs) USA, alleging that her onetouch ultra mini meter was reading inaccurately high compared to her feelings and/or normal readings . The complaint was classified based on customer service representative (csr) documentation, and further information obtained when mss reviewed the call. The patient reported that she first became aware of the meter issue on (B)(6) 2017 at 0.930 am. Reporting that she obtained an inaccurate result of ¿230 mg/dl¿. Meter to feelings/normal results comparisons do not meet the criteria necessary for lfs to determine an inaccuracy. The patient reported that she manages her diabetes with oral medication, ¿invokana 100 mg once a day and bydureon once a week¿, and in response to the alleged meter inaccurate result she took an extra pill (unknown type). The patient alleged that 5 hours after the alleged inaccurate results she developed symptoms of ¿sick, jittery and felt skin crawling¿. The patient stated that she when she developed the symptoms she attended the emergency room. In the emergency room she was treated with ¿a shot in her stomach¿. A blood glucose result of ¿130 mg/dl¿ was obtained on the hospital meter. During troubleshooting, the csr noted that the subject meter was set to the correct unit of measure, and that the patient¿s test strips had been stored correctly, were within expiry date. The csr noted the patient did not have control solution. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event after the alleged product issue began.